Event description:
It was reported that, "the patient underwent ceramic on ceramic hip replacement surgery in 2005. It was further reported that, sometime after surgery the patient heard an audible sound emanating from her hip. As a result the patient has experienced constant irritation and discomfort."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.